Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb cable was not charging the pump. There was no reported impact to the customer's blood glucose level. The customer was able to charge the pump using a secondary usb cable.